Manufacturer narrative:
Patient weight is not available for reporting. Date of device loosening is not known. Additional product code: kwq. (B)(4) lot number unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter address and telephone is not available for reporting. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient underwent an unknown procedure on (B)(6) 2016 in which the 3.0 mm locking screw was implanted. On unknown date by unknown means, it was discovered the screw was loose and was backing out. Patient was returned to surgery on (B)(6) 2017 for an anterior cervical discectomy and fusion (acdf) electron microscopy of anterior cervical revision surgery to remove the loosened screw. This report is for one (1) 3.0 mm locking screw. This is report 1 of 1 for (B)(4). This complaint involves 1 part.

Manufacturer narrative:
The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Corrected data: corrected reporter first name. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: our investigation has shown that we received one (1) screw back. There are mechanical damages visible at the screw-head recess as well as at threaded-shaft, so that affected areas have no anodized layer anymore. However because of these findings this complaint is rated as confirmed. The manufacturing review could not be performed as relevant lot number is not known at this time. Unfortunately we only have limited information in the complaint description and cannot confirm how this happened. The provided x-rays do not reveal/illustrate the complaint condition. The most likely situation which could have caused the loosening of screw is that the screw was damaged during insertion surgery, e.g. Was not inserted aligned. Because of the damage the complaint relevant dimensions cannot be checked for dimensional accuracy. Even though parts were returned, no final determination could be drawn. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that the patient had anterior decompression of cervical spine nucleus pulposus extraction internal fixation operation. The patient felt difficulty swallowing in (B)(6) 2017. Patient went to hospital on (B)(6) 2017 for review. At that time it was identified that the screw was loose. The procedure was completed successfully. Concomitant device reported: spacer (part # unknown, lot # unknown, quantity 1).